Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) reporting that the revision had not been scheduled yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# (B)(6). Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6); ubd: 26-jan-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal lioresal (baclofen) 2000 mcg/ml at 1355.8 mcg/day via an implantable pump for intractable spasticity. The hcp reported a volume discrepancy at pump refill today; the expected reservoir volume (erv) was 5.8 ml and actual reservoir volume (arv) was 15.5 ml. The hcp also stated that the medication they pulled out had a "yellowish color to it." The hcp stated that patient was clinically doing okay and there were no reported falls or trauma since the last refill. The hcp stated that pump was being refilled about every 29 days. There was no previous history of volume discrepancies with this pump. The issue was not resolved through troubleshooting. The hcp stated the patient was going to the emergency room (ER) to be managed with some spasticity. Patient weight was 87 lbs at time of this report. Additional information was received from the company representative (rep) via the healthcare provider (hcp) reporting that the patient was nonverbal and his mom was concerned that his pump wasn't working. She stated that at his last refill, there was only supposed to be 5ml¿s of baclofen and they pulled out 8ml¿s. She also kept insisting that the drug pulled out was extremely yellow and needed to be checked. The patients mom brought him to the emergency room (ER) over the weekend with the same concern that the pump wasn¿t working. According to notes from the ER doctor, the patient had no major signs of withdrawal. They decided to proceed with a dye study anyways to check the catheter. The interventional radiology (ir) physician was able to aspirate 1cc from catheter access port but it was pretty slow. The fluid was clear so no signs of yellow discoloration like the mother kept insisting. It was discovered once pushing dye that the catheter was most likely occluded, at least partially due to the sharp turn the catheter took around the entry point. Dye seemed to flow fine through catheter and was clearly filling intrathecal space. The catheter tip was at l2 though which was also concerning based on patients spasticity. It was likely the catheter was originally placed higher than its current location. The plan was to send him back to his pain management physician for a potential catheter revision. It was reported that surgical intervention was planned, but not yet scheduled. The issue had yet to resolve with patient's status being "alive-no injury". The patient's weight and medical history were asked but made unknown.